Event description:
We discovered a problem for hospitals using wall provided n2o and co2 gas. We are able to plug the n2o ohio diamond connector into the chemtron model 500 n20 outlet, which it is intended for, but also into the co2 outlet, which it is not intended for. The ohio diamond connector for co2 does not fit in any other gas outlet. The outlets are designed to accept either a chemtron or ohio diamond connector. Labeling the connectors will not help, as the problem can still occur if the connector is turned over and inserted into the wall outlet. We plan to change the n2o connector from ohio diamond to chemtron on all anesthesia machines. The chemtron fitting for n2o can not fit into the co2 wall outlet. ====================== manufacturer response for n2o and co2 connectors, (brand not provided)======================hospital contacted both ohio medical and allied health care to alert them of problem.